Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis ipp presented with bulging at the pubic bone when inflating the device, related to a cylinder aneurysm. The physician believed that the stitches securing the implant may have broken during use, therefore, a revision surgery was performed to remove and replace both cylinders and its rear tip extenders rtes. There were no patient complications reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with bulging at the pubic bone when inflating the device, related to a cylinder aneurysm. The physician believed that the stitches securing the implant may have broken during use; therefore, a revision surgery was performed to remove and replace both cylinders and its rear tip extender rtes. There were no patient complications reported.